Event description:
The ge oec 9800 fluoroscopy system displayed communication failure on system boot-up.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction, however, the cpu battery was found to be low, which is suspected of causing the malfunction. The cpu battery was replaced and incidentally the lemo plug was also repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.